Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the main lamp blinks and the organization cannot be distinguished occurred due to a failure of the lamp. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the evaluation observed the following: main lamp is blinking and makes tissue indistinguishable due to lamp failure and due to expired life expectancy of lamp, lamp has already run over 400h operating hours, output socket is cracked, light tube holder broken, and paint chipped too much. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that image failure while using evis exera iii xenon light source. There was no patient harm associated with the event. The device was returned and evaluated, and the main lamp was found to be blinking and made tissue indistinguishable due to lamp failure. Due to the expired life expectancy of the lamp, the image is flickering. Lamp had already run over 400 operating hours. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.